Manufacturer narrative:
H6: investigation summary bd had not received samples or photos for evaluation. Additionally, bd was unable to determine the specific lot number associated with this complaint; therefore, a review of the device history record and complaint history could not be conducted. See h10.

Event description:
It was reported when using the tube sst plh 13x100 5.0 plbl gold br there was poor barrier separation of sample. The following information was provided by the initial reporter. It is reported customer is experiencing poor barrier separation. Pir verbiage received, - "email received: dr. Dunikoski,I was hoping you could help me with a small clinical problem we have noticed here in the university of rochester labs. The technologists report that the bd serum separator tubes, specifically with specimens from adrenal venous sampling cases, are often slow to clot. Frequently the gel layer floats to the top of the tube, rather than settling between the serum and cellular components."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. Device manufacture date: unknown. (B)(4). Investigation summary: bd had not received samples or photos for evaluation. Additionally, bd was unable to determine the specific lot number associated with this complaint; therefore, a review of the device history record and complaint history could not be conducted.

Event description:
It was reported when using the tube sst plh 13x100 5.0 plbl gold br there was poor barrier separation of sample. The following information was provided by the initial reporter. It is reported customer is experiencing poor barrier separation. Pir verbiage received, - "email received: dr. (B)(6), I was hoping you could help me with a small clinical problem we have noticed here in the university of (B)(6) labs. The technologists report that the bd serum separator tubes, specifically with specimens from adrenal venous sampling cases, are often slow to clot. Frequently the gel layer floats to the top of the tube, rather than settling between the serum and cellular components."